Event description:
It was reported that this implantable pacemaker recorded oversensing in the right atrial (ra) and right ventricular (rv) channels. Reportedly, the signals exhibited the same morphology at the same time. The patient is pacemaker dependent, therefore, exhibited inhibition of pacing related to the oversensing and experienced asystole for approximately four seconds. It was mentioned that the patient did not use any electrical equipment, however, everything appeared normal during provocation tests. In addition, it was mentioned that the device data was sent to technical services (ts) for further review and recommendations. The pacemaker system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded oversensing in the right atrial (ra) and right ventricular (rv) channels. Reportedly, the signals exhibited the same morphology at the same time. The patient is pacemaker dependent, therefore, exhibited inhibition of pacing related to the oversensing and experienced asystole for approximately four seconds. It was mentioned that the patient did not use any electrical equipment, however, everything appeared normal during provocation tests. In addition, it was mentioned that the device data was sent to technical services (ts) for further review and recommendations. Upon review of the device data by ts, it was discussed that there is a non-cardiac signal observed in both the ra and rv channels. In addition, the leads impedance are showing stable. Further investigation of the cause of the noise was advised. The information was forwarded to the customer and the physician will contact the patient to perform an x-ray. The pacemaker system remains in service. No additional adverse patient effects were reported.